Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the clinician programmer displayed the ins battery voltage as 0.00v. They then tried with another clinician programmer and then it changed to 2.69v. A replacement clinician programmer was sent to the doctor. No symptoms reported. No out of box failure was reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Product ID: 8870, serial# unknown, product type: software; product ID: 8840, serial# (B)(4), product type: programmer, physician; software version: aau. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative confirmed that the nurse practioner who initially reported the event to the representative. No cause to the 0.000 volt reading was determined but it was suspected to be a clinician programmer error. It was noted that the ins was functioning normally and there was no impact to the patient. The clinician programmer was returned to the manufacturer¿s repair department.

Manufacturer narrative:
Product ID: 8870, serial# unknown, product type: software; product ID: 8840, serial# (B)(4), product type: programmer, physician; software version: aau. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.